Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address the reported issue. Requested but not yet returned.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the top was not properly screwed so that the powder may have leaked during transport. A conclusive root cause of the event could not be determined. (B)(4).